Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received information alleging that the device keeps on turning on and off. The device was returned to a third-party service center. The technician observed that led white has low intensity, pca burned, iso port contaminated and scratched display found during the device evaluation. In addition, error codes were found during the device evaluation. The device was scrapped.